Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced readings that were dropping out erratically. No medical intervention was reported. Additional event or patient information is not available.